Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and a complete evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for a myocardial infarction coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported a stent was placed. The cause of the myocardial infarction was unknown. It was not reported if pd therapy was ongoing or if the patient was connected to the hc device at the time of the myocardial infarction. The patient was discharged two days after admission. At the time of this report the outcome of the event was not reported. No additional information is available.